Event description:
It was reported that "the package was found broken during inspection". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. There were 40 staples remaining in the returned stapler. The stapler was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. Per DHR the product visistat 35w 6/box lot # 73h2400498 was manufactured on 08/13/2024 a total of (B)(4) pieces. Lot was released on 08/23/2024. DHR investigation did not show issues related to complaint. The reported complaint of "broken package - sterility compromised" was not confirmed based on the sample received. The sample was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. It is necessary to receive the complete physical sample to perform a proper investigation, determinate the root cause & corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the package was found broken during inspection". No patient involvement.